Event description:
On 11/29/97, this specific b-d insyte vialon IV catheter, lot number 707024, was used on an infant in an attempt to restart a haplock. Five (5) of the catheters shredded with normal use. This was not due to moving the needle around within the catheter in order to find the vein. The catheter was placed in the vein, had blood flashback and then as the catheter was threaded up the vein and the needle withdrawn, the vein blew. The catheters were withdrawn and noticed to be frayed/shredded. Unfortunately, none of the shredded catheters were saved. This has occasionally occurred with this b-d catheter before this occasion. All other catheters from that lot number have been removed from svc.